Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received 200 samples and 2 photographs for this investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Additionally, 2 retention samples from the bd inventory were visually evaluated and the indicated failure mode was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the product labels are missing on the boxes."